Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician reported that the stabilizer guidewire used for the procedure became stuck in the vessel and caused a dissection. The guidewire was finally removed from the pt. The procedure was elective. The target lesion for the procedure was the distal left anterior descending (lad). The lesion was reported to be: a near total occlusion, and tortuous. The physician did report difficulty advancing the guidewire through the vasculature. The dissection was reported to be not very serious, and the only treatment reported was removing the guidewire. No add'l info is available.

Manufacturer narrative:
Note: facility lot number is cordis lot number. Per facility report: cordis corp reported no product is expected to be returned to facility for eval. However, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the manufacturing, inspecting and packaging of lot. This packaging lot contained all units, which were shipped from facility on may 8, 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. The product is available for eval and testing. However, the product had not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.